Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: maude report (mw5114791).

Event description:
Reported discrepant sars result for 1 symptomatic consumer (approximately 5-7 days post onset of symptoms). The consumer communicated that they tested negative with quickvue otc and positive with other at-home rapid antigen testing. An additional consumer event was also communicated which is captured on a separate report.